Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when unpacking the prior a total knee arthroplasty, the suture and needle was found to be detached. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, 5b, g4, h3, h6 h3. Evaluation summary: post market vigilance (pmv) led a photographic evaluation of two images of a device. Photographic inspection noted one suture and one needle detached. Photographic inspection noted proper crimp marks on the swage. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.